Event description:
The myosure "lite" device was being used as intended during a dilation and curettage with hysteroscopy. After a few minutes of successful use, the device failed. Right before the device failed, it was "jumpy" and the cord connecting the device to the generator moved a lot more than usual. By this point in the case, it was complete enough to have a good patient outcome. The patient was not harmed that we know of by this failed device. No interventions were necessary for the safety of the patient or to complete the case. This incident was thought to be because of a failed handpiece.